Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's sensor needle appeared larger than normal. His blood glucose level was 81 mg/dl. The product will return. Nothing further to report.

Manufacturer narrative:
One opened/used sensor was visually inspected and found needle was bent inside sensor. Unable to confirm if customer received sensor damage due to customer returned sensor opened and used.